Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing fluctuating blood glucose (bg) levels. The customer's bg was approximately 60 mg/dl and food was consumed to address the low. However, the bg did not increase after eating. The next day the bg level was "around 200 mg/dl" and a corrective bolus was delivered. The customer's bg was then in the 60s and 70s mg/dl. The contact stated that the low bg level would occur even after eating carbohydrates and the bg level would not elevate unless the customer was off the pump and consumed carbohydrates. The contact did not know the cause of the fluctuation. A pump system check was performed and no device issues were identified. Tandem technical support and clinical diabetes specialist reviewed the pump data and no alerts or alarms that would stop insulin delivery were observed. No device issues were observed. The customer has not changed the pump settings. The contact was advised to discuss the fluctuating bg with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. User made bolus requests without entering current bg level and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence of device malfunction.